Event description:
Customer states that the catheter, which has been retained for 4.5 year in the pt's abdomen, separated near the first cuff in the pt's abdominal cavity. The doctor has found poor draining since august 2000.